Manufacturer narrative:
(B)(4). A review of the manufacturing documentation associated with lot f1711701 was performed and it was found that no defective units were rejected during the final inspection of this lot. The lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of completion of the engineering evaluation.

Event description:
It was reported that during the preparation of a mynxgrip 6f/7f vascular closure device (vcd), the balloon took a very long time to deflate. The balloon was prepped with 50/50 contrast and inflated to test that it was functioning properly. The balloon didn't inflate as quickly as expected, but it did not deflate properly. A second vcd from the same lot number was used successfully. The patient's hospitalization was not extended. The patient was noted to have recovered. The vcd will not be returned for analysis.

Manufacturer narrative:
It was reported that during the preparation of a mynxgrip 6f/7f vascular closure device (vcd), the balloon took a very long time to deflate. The balloon was prepped with 50/50 contrast and inflated to test that it was functioning properly. The balloon didn't inflate as quickly as expected, but it did not deflate properly. A second vcd from the same lot number was used successfully. The patient's hospitalization was not extended. The patient was noted to have recovered. The vcd will not be returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttled was disengaged from the black handle. The procedural sheath was not returned. The advancer tube and the sealant remained inside the shuttle cartridge. Blood was observed from the inside of the syringe and the inflation lumen. During visual inspection at high magnification dried blood was noted to be present from the inside of the balloon which indicated that there was a leak in the balloon. Leak testing could not be performed on the balloon of the returned device due to the catheter¿s lumen being clogged by the dried contrast and saline solution which prevented the balloon from being inflated. Multiple attempts were made to wash the catheter¿s lumen with water, but it was unsuccessful. Therefore, the inflation indicator pressure release test also could not be performed. A review of the manufacturing documentation associated with lot f1711701 was performed and it was found that no defective units were rejected during the final inspection of this lot. The lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. Based on the information provided, the condition of the returned device does not match the reported event. However, it should be noted that the viscous contrast solution might have caused the difficulty to inflate/deflate the balloon and/or delay the balloon¿s inflation/deflation time. The root cause of the reported event could not be conclusively determined. Neither the DHR review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective or preventive action will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.